Manufacturer narrative:
Upon device return, analysis found that the collet in the pin connector was prematurely locked in place.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare provider (hcp) went to connect the 8782 spinal segment to the existing 8780 and he noted difficulty advancing the catheter onto the connector pin inside the collet. A new collet was requested. The cause of the issue was undetermined. The patient was not affected by this collet complication. The pump was being used to deliver morphine. If additional information is received, a follow-up report will be sent. {refer to manufacturer report # (B)(4) regarding catheter revision}

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.